Event description:
Consumer called to report they were not confident in the readings they were receiving from their plink meter. Comparing to another meter. Analysis run on clark error grid using competitive meter readings (260) as ref. Point vs. Bd readings (69) yielded data points in the e range of the grid, outside of acceptable limits.